Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to available information, the device has reached obsolete on (B)(6) 2022. The customer was aware of the end of life terms and the device remains at the customer site. No further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the display has white spots.